Event description:
While applying a clip from the endoscopic clip applier, the vessel got behind the clip and the clip did not deploy. This caused concern that deploying the clip could sever the vessel. The patient was not harmed.